Manufacturer narrative:
The device was returned and the reported lot number was confirmed from the returned packaging. Visual inspection found the guidewire was kinked at 40cm from the proximal end. The distal end of the guidewire was kinked, stretched and broken. The distal tip of the device was detached and found to be detached within the hub of the returned microcatheter. Functional testing was performed and the guidewire was hydrated. There were no anomalies noted to the hydrophilic coating. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer states the patients anatomy was moderately tortuous. The device was returned and the distal end of the device was damaged, the distal tip was broken and returned within the hub of the returned microcatheter. It is probable that the microcatheter was deformed due to the tortuous anatomy causing the guidewire to become jammed, resulting in the damage noted. An assignable cause of procedural factors will be assigned. The issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The guidewire (subject device) was returned for analysis and was examined. Based on the analysis of the device, distal tip end of the guidewire was kinked, stretched and broken. The distal tip of the device was detached and found within the hub of the returned microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.